Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to diabetic ketoacidosis. No further details were provided about to hospital visit. Blood glucose level at the time of the call was not provided. No symptoms were reported. The customer was wearing the insulin pump at the time of the hospital visit. The customer reported they were having sensor issues and was not wearing the sensor leading up to the hospital admittance. No further details were provided. The insulin pump will not be returning for analysis. It was not stated if the auto mode feature was in use.